Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery after an interventional right lower extremity procedure with a 7f sheath. Reportedly, the prostyle device worked as intended however the knot could not be advanced far enough to reach the vessel wall due to the patient being obese. A starclose se device was then attempted however the device came out of the vessel when the plunger was depressed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.